Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received revealing a transthoracic echocardiogram (tte) was performed approximately 3 years 11 months 18 days post transcatheter aortic valve replacement (tavr) procedure which showed the mean gradient was 58 mmhg with a peak velocity of 490 cm/sec and a dimensionless valve index of 0.25. Based on previous echocardiograms performed approximately 2 years 10 months post tavr procedure and approximately 3 years 9 months post tavr procedure, there was a progressive increase in the mean gradient across the aortic valve. It was also noted that there was a progressive drop in the dimensionless valve index as the dimensionless valve index was 0.45 approximately 3 years 4 months post tavr procedure. The patient was symptomatic with worsening dyspnea on exertion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis events for the sapien 3 ultra valve post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in a valve in valve being performed to treat was unable to be confirmed. The available information suggests patient factors (atherosclerosis (hyperlipidemia and end-stage renal disease (esrd))) likely contributed to the event as it was reported that the patient had a medical history of hyperlipidemia and esrd. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 11 months 20 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient was being evaluated for a tavr in tavr due to early valve failure. Subsequently, additional information was provided revealing approximately 4 years 6 days post tavr procedure, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis.

Manufacturer narrative:
The investigation is ongoing.